Event description:
The user facility reported a 53-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the nurse noticed a small drip on the floor and that the impella 5.5 purge on the device was a little wet. What was on the floor seemed to be sticky so suspect that there is a very small leak from the purge. There was no leak in any of the lines leading to the purge and the yellow to yellow was tight. There have been no alarms for low purge flow or pressure. Purge flow and pressures were stable and unchanged. No known patient harm or injury.

Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2023 and therefore, an evaluation of the device was performed with the following findings: data review: no purge issues were found on the data. Visual inspection found no issues on the pump. No leak was found under leak test. The root cause of the purge issue was use related as no problem found on the pump. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿